Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display was missing segments. Customer states the screen was blinking. Customer did not recall blood glucose at the time of incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damaged on electronic assembly. Unable to verify missing segments/partial display or blinking display due to blank display. Unable to perform functional testings due to blank display. No cosmetic damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.